Event description:
The customer reported a liquid leak around and behind the aspirate station of the beckman coulter lh750 instrument. The customer could not locate the source of the leak. The customer also stated that the instrument was giving diff voteouts. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves, and eye goggles at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found a leak at the sample access module. The tubing to the sample access module was cut. The fse replaced the cut tubing at the sample access module and also replaced the line to the diff mixing chamber. The fse verified the repairs per the established procedures. Root cause of the leak is that the tubing at the sample access module was cut. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).